Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that within one week of lead implantation the patient presented to the hospital with and discomfort. The right ventricular (rv) lead possibly perforated. The physician extracted the rv lead and implanted a new rv lead. No further patient complications have been reported as a result of this event.